Event description:
Ultimately, according to the diagnostic report, the cone of the proximal stem with the femoral shaft diaphyseal partial replacement on the right broke on december 8, 2023 without external influence and should be sent to you for examination. On (B)(6) 2023 my right thigh was fitted with the following prosthesis model from your company link. Stem element 100mm and coupling proximal femur long 30mm and body 126° xxl 65mm with 20mm recess ring and 61mm expansion screw as well as l-head 22mm ceramic and cup bi mobile 56mm. [Excerpt from patient letter].

Manufacturer narrative:
Article number was only available for a combined article, but not for the affected article. This is the final supplemental report, the complaint is closed.

Event description:
Ultimately, according to the diagnostic report, the cone of the proximal stem with the femoral shaft diaphyseal partial replacement on the right broke on (B)(6) 2023 without external influence and should be sent to you for examination. On (B)(6) 2023 my right thigh was fitted with the following prosthesis model from your company link. Stem element 100mm and coupling proximal femur long 30mm and body 126° xxl 65mm with 20mm recess ring and 61mm expansion screw as well as l-head 22mm ceramic and cup bi mobile 56mm. [Excerpt from patient letter].